Manufacturer narrative:
D4: lot #: 60379474 is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bubbles were coming from an unspecified quantity of em2400 valve sets. The issue was identified during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and a port 2 leak was observed. Functional testing was performed by installing the sample onto a compounder and analyzing the set at various points throughout the prime and verify process and pump calibration process. A port 2 leak was verified when attempting a ui flush after prime and no additional leakage was verified during the pump calibration process. The reported condition was verified. The cause of the condition could not be determined. A manufacturing record review of lot 60379474 could not be performed because this is not a valid lot number. Should additional relevant information become available, a supplemental report will be submitted.